Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was not returned for evaluation. The lot number was not provided therefore; no device history record could be performed. A review of the photographs provided by the customer confirmed the complaint, showing what appears to be a clarivein device with a fractured dispersion wire. The complaint was therefore confirmed. The device was not returned for evaluation therefore a root cause analysis could not be performed. Based on the available information, the root cause could not be determined.

Event description:
The customer reported during a meeting that a device issue occurred earlier in november during a procedure performed in his private practice at spire wirral. Under ultrasound guidance, the dispersion wire was observed to stop rotating and became dislodged from the motor drive unit. Although the dispersion wire appeared detached, it remained within the catheter sheath. There was no patient harm or injury reported. The device was not retained for evaluation; however, photographs of the device were provided.